Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 119mg/dl. The customer stated that the numbers are not ramping on their own, and the buttons are unresponsive. The caller also stated that the time clock was not advancing. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.